Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient's left hip was revised due to infection. Operative report indicated a defect of the central medial wall and fluid within the joint, and cerclage wires were removed to open an osteotomy. All components were removed and replaced with cement spacer molds and additional cerclage wires were used to secure the osteotomy. Patient was reimplanted with legacy zimmer total hip components approximately 3 months later.